Event description:
It was reported that the procedure was to treat a 99% stenosed de novo lesion in the mid right coronary artery (mrca) with heavy calcification and heavy tortuosity. The 4.0x23mm xience skypoint stent delivery system (sds) was advanced but was unable to cross the target lesion due to resistance. There was also resistance with the lesion during removal of the sds. A non-abbott stent was used to complete the procedure. There was not adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na